Event description:
It was reported that during the procedure, the pacemaker doesn't have set screw at the atrial port. The pacemaker was replaced and the procedure continued with the new device on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event of the device did not have the atrial setscrew installed when released from manufacturing was not confirmed. Analysis revealed the problem was user related and not a manufacturing defect. The a-setscrew had been properly installed in the device during the manufacturing phase. Examination found an abundance of stripped metal fragments inside of the septum. These metal fragments indicate that the setscrew was stripped by the physician during the implant procedure. The setscrew became stuck to the torque wrench tip also due to incorrect wrench insertions by the physician. Next, the setscrew, stuck to the wrench tip, was pulled out of the device through the septum. The circular tears in the top of the septum confirm this. This problem is related to the user¿s incorrect use of the torque wrench.